Event description:
It was reported that during a pancreatectomy a duodenal tumor was found. Therefore, it was necessary to use a 75 black linear cutting stapler. The first refill went through and was used without inconvenience, stapling the tissue well, then a second reload was used, but at the time of stapling it did not work, it was verified that the assembly was correct and it was used again, but it only made the cut of the unstapled tissue, then a new reload was used which worked properly. A photographic record is taken with evidence that the staples did not come out. The procedure was completed successfully without any patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide the photographic record? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.